Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. No patient symptoms were reported.